Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro wire piece that goes along with the cutter broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use with evidence of blood was observed. The scope wash tubing was detached from the c-ring and was not returned. The c-ring remained attached to the cannula due the presence of a retention rib. There was no knicking observed at the metal wire support joint and the ring. Tissue particles and charred blood were observed on the electrodes and bisector. No damage was observed to the bisector blade or the electrodes. Based on the return condition of the device and the evaluation results, the reported complaint was not confirmed for the reported failure mode "break jaw" but was confirmed for the analyzed failure mode "break c-ring". Specific actions for the analyzed failure mode are being maintained and documented in maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro wire piece that goes along with the cutter broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.